Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the .14 wire would not slide through the lumen of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead was obstructed due to a stylet/guidewire fragment stuck in the lumen. The stylet/guidewire was broken. Visual analysis of the lead indicated damage at implant. The analyst noted the guidewire was not returned with the lead. A fresh guidewire was inserted into the lumen of the lead and came to an obstruction in the distal tip nose on the lead. A broken guidewire fragment was in the distal tip nose of the lead. If information is provided in the future, a supplemental report will be issued.